Event description:
The customer reported discrepant sodium results generated from an alinity c processing module. The customer reported 3 samples were below 115 mmol/l. The customer provided the following sample data: (customer normal range for sodium is 137-145 mmol/l) sample ID (B)(6)initial result was 115 and repeat on another alinity c processing module was 141. Per the customer no discrepant results were reported to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity c processing module, serial number (B)(6)was inspected and found that the issue was resolved by replacement of the ict modle and reseating the ict-to-ict valve nc tubing. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the ict modle or the ict-to-ict valve nc tubing and review found no similar issues related to the alinity system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the ict modle or the ict-to-ict valve nc tubing. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module, serial number ac05690, ict modle, or the ict-to-ict valve nc tubing.the following sections were corrected: d10 and g1: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office zip code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number

Manufacturer narrative:
A1 patient identification: complete sample ID is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant sodium results generated from an alinity c processing module. The customer reported 3 samples were below 115 mmol/l. The customer provided the following sample data: (customer normal range for sodium is 137-145 mmol/l). Sample ID (B)(6) initial result was 115 and repeat on another alinity c processing module was 141. Per the customer no discrepant results were reported to the patient¿s medical provider. There was no reported impact to patient management.